Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented with high impedance, possible fracture was observed. A fluoroscopy was inconclusive. The lead was capped and replaced. Patient condition was good.